Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the reported event was confirmed. The triathlon cr tibial trial had a deep gouge consistent with coming in contact with a saw blade. Some other scratches and indentations were observed on the articulating surface, underside, and distal rails. Conclusions: the reported event was confirmed. The root cause of the reported event is user error. The triathlon cr tibial trial had a deep gouge consistent with coming in contact with a saw blade.

Event description:
The 3x9mm cr insert partially got touched by the saw. The 3x11mm cr insert broke when dr. Hit with mallet.

Event description:
The 3x9mm cr insert partially got touched by the saw. The 3x11mm cr insert broke when dr. Hit with mallet.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.